Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a replace battery error is appearing intermittently. There was no reported patient impact.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the battery board connection. The fse reconnected the battery board cables. The device passed all performance assurance tests and was returned to the customer.